Manufacturer narrative:
(B)(4). (Endoleak). (Disease progression and ectatic vessels).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 8 months ago. Aneurysm morphology was not reported. Vessel morphology was reported as mild tortuosity and mild calcification. It was reported that the pt returned for a routine CT, which demonstrated that there was a distal type I endoleak in the ipsilateral limb. The physician believes that the endoleak was due to disease progression as well as the pt's ectatic vessels. The physician elected to place an iliac limb, which successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.